Event description:
Reporter indicated that patient had a lead break. Patient had lead replaced. Further attempts for information are in progress. Product analysis of the lead is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.